Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked from the heater bag. The patient was connected at the time of the event. This occurred during use of the device for peritoneal dialysis (pd) therapy. Renal therapy services (rts) advised the patient to start over therapy with new supplies. Rts advised the patient to contact their nurse regarding the missed therapy. Continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.